Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty main board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus, model clv-190, evis exera iii xenon light source was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was found that the brightness adjustment did not work and it was not possible to make tissue distinguishable. In addition, illumination light was not emitted. As this was found during in-house service, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the brightness adjustment did not work and it was not possible to distinguish tissue; the cause was isolated to a printed circuit board failure (main board). In addition, the evaluation found that illumination light was not emitted; the main xenon lamp was determined to be a non-olympus lamp. The investigation is ongoing and the definitive root cause of the reported problems cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.